Event description:
Per customer, patient stated that catheters were bent and unusable. There was no harm reported.

Manufacturer narrative:
The device history record (DHR) review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.